Event description:
It was reported that the customer was experiencing high blood glucose. Customer stated that she was having issues with the infusion set. Customer stated she gave herself 7 units of insulin for the food she ate and the insulin pump beep over 214 mg/dl and had more insulin and blood glucose got up to 378 gm/dl. Customer stated she went to bed at 482 gm/dl and went off again over 392 mg/dl and corrected the blood glucose and blood glucose was again 396 mg/dl and it was not coming down. Troubleshooting was done. Customer blood glucose was 214 mg/dl. Customer treated with the insulin pump. It was found in the alarm history the insulin pump alarmed low reservoir and low battery and weak battery. It was found that the insulin pump passed the high pressure test. The customer was advised to change out everything. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.